Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experienced post occlusion surge, during a cataract procedure that lead to a ruptured capsule. The case required pars plana vitrectomy and a placement of an anterior chamber intraocular lens. Additional information has been requested.